Event description:
Analysis of the return tablet device was completed which identified that the serial cable was unable to be inserted into the usb port of the tablet. The cause of the anomaly was associated with a piece of damaged plastic that was inside the usb connector of the serial cable. Further analysis was able to verify no damage to the tablet usb port of the serial cable usb connector, giving the indication that the piece of plastic is associated with a different device and not the returned tablet. Once the piece of plastic was removed, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.

Event description:
It was reported that the usb serial cable was unable to be inserted into the usb port of the tablet device. The tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
An analysis of the broken tab found in the returned serial cable identified that the tab is associated with the tablet reported in manufacturer report #1644487-2015-05851.